Manufacturer narrative:
(B)(4). The customer reported invalid indications of atrial fibrillation and atrial tachycardia. There was no report of pt impact. The unit was sent to philips for eval. Philips replaced the leads ECG connector to resolve the issue.

Event description:
The customer reported invalid indications of atrial fibrillation and atrial tachycardia. There was no report of pt impact.